Manufacturer narrative:
Date of event is approximate. The reporter is reporting the product problem on behalf of her daughter, who was using the product. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their sonicare for kid toothbrush metal shaft detached in mouth during use. No injuries were reported. A potential choking hazard was identified.